Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage (" excessive bleeding"), tachycardia ("tachycardia"), back pain ("low back pain"), dyspareunia (" dyspareunia"), anxiety ("anxiety"), headache ("strong headaches") and pruritus ("constant itching"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, tachycardia, back pain, dyspareunia, headache and pruritus outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, pruritus, swelling and tachycardia to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage (" excessive bleeding"), tachycardia ("tachycardia"), back pain ("low back pain"), dyspareunia (" dyspareunia"), anxiety ("anxiety"), headache ("strong headaches") and pruritus ("constant itching"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, tachycardia, back pain, dyspareunia, headache and pruritus outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, pruritus, swelling and tachycardia to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.